Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a quantum maverick balloon catheter. Visual and tactile inspection was performed. There was contrast in the inflation lumen and numerous hypotube kinks. The shaft was kinked 22cm from the distal tip. Microscopic examination of the balloon and shaft revealed no damage. The device was soaked in a warm water bath to loosen the contrast prior to functional testing. Functional testing was performed using an inflation device filled with water. The catheter was inflated, maintained pressure and there was no indication of any leaks or other irregularities in the shape of the balloon. There was no evidence of any material or manufacturing deficiencies contributing to the event. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that the balloon was protruding beyond markers. The 90% stenosed, 18x3.5mm, concentric and de novo target lesion was located in a mildly calcified and mildly tortuous mid right coronary artery (rca). Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter and a non-bsc stent was implanted to treat the target lesion. Subsequently, the physician noticed that the stent could not be released fully. A 3.5mm x 12mm quantum maverick balloon catheter was then selected to postdilate the distal portion of the stent. However, upon reaching 16 atmospheres at an unknown inflation, the shoulder on both ends of the balloon protruded. The device was then removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon was protruding beyond markers. The 90% stenosed, 18x3.5mm, concentric and de novo target lesion was located in a mildly calcified and mildly tortuous mid right coronary artery (rca). Following a non-bsc guide wire, predilation was performed using an unspecified balloon catheter and a non-bsc stent was implanted to treat the target lesion. Subsequently, the physician noticed that the stent could not be released fully. A 3.5mm x 12mm quantum maverick balloon catheter was then selected to postdilate the distal portion of the stent. However, upon reaching 16 atmospheres at an unknown inflation, the shoulder on both ends of the balloon protruded. The device was then removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.